Event description:
The physician intended to use the turbohawk to treat the superficial femoral and popliteal artery with severe calcification as per IFU. It is reported that after successful use of the device it was pulled up to the sheath. Resistance was noted, however the device was pulled through the sheath and out of the body. It was then noticed that the last 1cm of the nose cone had detached. A spider embolic protection device was in place and the nose cone tip was still on the wire. The spider and tip were then pulled into sheath, however would not exit through the hemostatic valve of sheath. Sheath was then clamped outside body and cut with scissors above clamp to remove the device. No patient injury occurred as a result of the event.

Manufacturer narrative:
Evaluation summary: the turbohawk was received for evaluation. A turbohawk, spider fx, and a 6fr sheath was received. The returned device was received in two separate pieces. The turbohawk device was received without the distal tip. The turbohawk was inspected and observed zipper tearing throughout the entire guidewire tubing. The coils at the proximal end of the of the distal assembly showed signs of compression. The distal assembly was inspected and observed biological debris outside and within the coiled assembly. The distal end of the turbohawk showed the stainless steel with a flat separation face. The connection for the rotating tip was present. Proximal to the filter assembly was a distal tip to a turbohawk device. Biological material was observed within the filter mesh and between the tip of the turbohawk and ro horseshoe. The separation face of the turbohawk was flat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.